Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valved trocars leaked during four vitreoretinal procedures. The procedures were completed without consequences to the patients involved. Additional information and product sample have been requested.